Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that her insulin pump alarmed with a no delivery twice. The patient's blood glucose at the time of these incidents was 321 mg/dl and 396 mg/dl. The customer treated her high blood glucose with manual insulin injections. Troubleshooting was initiated for the no delivery alarms and each time the issue was resolved by disconnecting and reconnecting the reservoir and infusion set and pushing insulin slowly through the tubing. The customer also stated that she sometimes reuses the reservoirs and she was advised not to do that. A total of three reservoirs were sent to the customer for the two events, and one of her used reservoirs was sent back for analysis; customer refused the offer to receive replacement infusion sets.